Event description:
The swab broke during use.

Manufacturer narrative:
It was reported that "alcohol swab enclosed in IV starter kid, with just the second stroke the swab broke and writer observed redness and tiny abrasions on patient's arm. Stopped immediate as both writer and parents saw broken pieces of glass/plastic objects . Left arm was thoroughly washed and dabbed with sterile gauze, bed sheet and clothing changes". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.